Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Note: the patient will undergo removal on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 400cc and suffered from a bilateral capsular contracture baker grade ii-iii. As a result, the patient will undergo removal and replacement with unspecified breast implants on (B)(6) 2021. This medwatch is for the right side.

Manufacturer narrative:
On 13-oct-2021, the device was returned to mentor for analysis. The investigation was completed on (B)(6) 2021. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. On 20-oct-2021, mentor received additional information indicating that the patient had 300cc smooth round moderate profile mentor gel devices implanted as replacements for the explanted devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding this event. The patient¿s date of explant has been moved to (B)(6) 2021. D6b explantation date: 22-sep-2021 manufacturer¿s reference number: (B)(4).